Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device had exposed wires. The device was not used in surgery. It is unk if injury, surgical delay, or medical intervention occurred. The date of event is unk. There is no add'l info provided.